Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph noted a blue piece of particulate matter floating inside the bag. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was contaminated. It was further specified that the pharmacist noticed a blue piece of particulate matter floating in the bag. This was noted before product use. There was no patient involvement. No additional information is available.